Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17870972 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
After penetration, the cannula of a 120cm outback elite re-entry catheter was unable to be retrieved properly. Therefore, the physician struggled to pull the whole device back to the arteriotomy and take it out. Nevertheless, no damages resulted from the device failure. The physician had estimated it since the device was pulled back with extreme caution. There was no reported patient injury. The device was used for chronic total occlusion (cto) at the left superficial femoral artery (sfa), with the use of atw guidewire. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. All specified ports were flushed with heparinized saline, followed by a 30 second pause, and then flushed again. Cannula actuation was verified outside of the patient. The catheter was held in a straight orientation, with 'no slack' during preparation. The cannula tip was fully retracted before insertion. The handle deployment slide locked in the proximal position. During prep, the cannula/needle actuated smoothly. There was no difficulty retracting the cannula back in the catheter during prep. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. There was no difficulty advancing the outback over the guidewire. Proper orientation was confirmed under fluoro prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. While torquing the device during placement, the user did not hold onto the black handle or the clear plastic hub. The user did not encounter resistance when torquing the device. The device did not make a "clicking sound" and then begin to turn freely while torquing. The user did not hold onto the luer hub assembly located in front of the black handle while torquing the device. The tip was not stuck in the lesion while torquing. There was no difficulty/resistance actuating the product. The "l" marker leg, on the catheter "lt" directional marker band, towards the target re-entry site was verified using an initial fluoroscopic view. The stored torque in the catheter shaft was released after the cannula tip was properly positioned. The ¿lt¿ directional marker band slot was oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Once at the lesion the canula/needle actuated smoothly. The physician was able to re-enter the vessel with the guidewire. The cannula did not retract prior to catheter withdrawal. All stages of the procedure had performed well, however, during retrieval, the cannula was stuck and was not fully retracted into the catheter. The device is expected to be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3 and h6 after penetration, the cannula of a 120cm outback elite re-entry catheter was unable to be retrieved properly. Therefore, the physician struggled to pull the whole device back to the arteriotomy and take it out. Nevertheless, no damages resulted from the device failure. The physician had estimated it since the device was pulled back with extreme caution. There was no reported patient injury. The device was used for chronic total occlusion (cto) at the left superficial femoral artery (sfa), with the use of atw guidewire. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. All specified ports were flushed with heparinized saline, followed by a 30 second pause, and then flushed again. Cannula actuation was verified outside of the patient. The catheter was held in a straight orientation, with 'no slack' during preparation. The cannula tip was fully retracted before insertion. The handle deployment slide locked in the proximal position. During prep, the cannula/needle actuated smoothly. There was no difficulty retracting the cannula back in the catheter during prep. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. There was no difficulty advancing the outback over the guidewire. Proper orientation was confirmed under fluoro prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. While torquing the device during placement, the user did not hold onto the black handle or the clear plastic hub. The user did not encounter resistance when torquing the device. The device did not make a "clicking sound" and then begin to turn freely while torquing. The user did not hold onto the luer hub assembly located in front of the black handle while torquing the device. The tip was not stuck in the lesion while torquing. There was no difficulty/resistance actuating the product. The "l" marker leg, on the catheter "lt" directional marker band, towards the target re-entry site was verified using an initial fluoroscopic view. The stored torque in the catheter shaft was released after the cannula tip was properly positioned. The ¿lt¿ directional marker band slot was oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Once at the lesion the cannula/needle actuated smoothly. The physician was able to re-enter the vessel with the guidewire. The cannula did not retract prior to catheter withdrawal. All stages of the procedure had performed well, however, during retrieval, the cannula was stuck and was not fully retracted into the catheter. One non-sterile outback elite 120cm re-entry unit was received for analysis inside a plastic bag. The cannula needle was received retracted. No visible anomalies were observed during the analysis. Note: the outback elite catheters are packaged with the cannula deployed. During dimensional analysis, the usable length of the outback elite was measured and found within specification. Additionally, the length of the entire cannula was measured and was found within specification. Per functional analysis, a lab sample syringe filled with water was attached to the flush and wire ports located on the handle of the unit and successfully flushed. Next, a lab sample .014¿ guide wire was inserted into the unit cannula wire port and the guidewire successfully went out all along through the unit. Then, the cannula was unsuccessfully advanced and retracted via distal movement of the deployment slider. Deployment inability was found. Therefore, a microscopic x-ray analysis was carried out on the unit at the body to nose cone level to try to determine the cause of the impeded cannula. Per x-ray images, the presence of the cannula was confirmed. Moreover, the alignment of the cannula to the true lumen port as well as to the l marker indicator was inspected and apparently the cannula was stuck with the union of catheter shaft and distal housing/nosecone assembly that could impede the deployment. Additionally, amplified images of the slider mechanism were taken to determine if damage could be present. A dent was found on the assembly of the slider button, that could be associated with an over-forced movement of the deployment slider. A possible cause that is preventing the deployment of the cannula could be an over forced retraction movement of the slider since the damage found on the assembly of the button of the slider provides evidence that could be related to this. The product history record (phr) review of lot 17870972 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle - retraction difficulty¿ was not confirmed through analysis of the returned device since it was received fully retracted and cannula deployment could not be performed during analysis. However, the exact cause of the issue experienced and the condition noted in the returned device could not be conclusively determined during analysis. Based on the product analysis, the cannula was returned stuck inside the catheter (fully retracted) between the catheter shaft and distal housing/nosecone assembly which prevented the needle from being deployed. A possible cause of this issue would be an over-retraction of the needle as evidenced by the dent/damage found on the assembly of the button of the slider showing excessive force may have been used. No other anomalies were noted with the device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site. If, after advancing the guide wire distally, it is desired to retract the guide wire and resistance is experienced, first retract the cannula (guide) fully into the outback elite re-entry catheter, then proceed with retraction of the guide wire. Retract the cannula tip into the outback elite re-entry catheter by fully retracting the handle deployment slide until it stops. Release the handle deployment slide button to lock the deployment slide in the retracted position. Ensure the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guide wire.¿ neither the product analysis nor the phr review suggests that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventative actions will be taken at this time.